Manufacturer narrative:
The product and the particle were confirmed to be discarded. The lot number and description of the particle were not provided. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported that during cataract surgery, the surgeon found a "plastic" piece in the patient¿s eye. The surgeon removed the piece with surgical forceps. Surgery was then successfully completed with no reported patient impact.

Manufacturer narrative:
The reported particle or product were not returned so we are unable to investigate for the root cause. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. If the product or particle is returned, the investigation will be reopened. The investigation is considered complete at this time.